Event description:
It was reported that the customer was hospitalized, due to low blood glucose. Customer stated he felt low and passed out. Customer stated the caused of the low blood glucose was due to reserving entries for carbohydrates and blood glucose. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.